Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist created a new database on the es station and repaired the application. The field service engineer along with product engineer resolved the station database and communication issue via remote fix. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient, but user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.